Event description:
It was reported the display is cracked. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment; the display lens was cracked. Analysis also found that the upper/lower case, ring cover and side bail covers were broken. The ring was bent.